Event description:
It was reported that the o2 flush test and the pressure transducer test failed during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our company field service engineer. The investigation concluded that the fresh gas air module needed to be replaced. After replacement of the fresh gas air module, a successful system checkout was performed and the anesthesia system was cleared for clinical use. Device logs were received and the reported failure was confirmed. The replaced fresh gas air module was reported to have been scrapped. Based on the available information, we have not been able to determine the true cause of the reported event.